Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the pt's battery experienced an early depletion. No further details, pt symptoms or outcome were provided. Additional information was requested but not provided at the time of this report. A follow-up report will be filed if additional information becomes available.